Manufacturer narrative:
Manufacturer' investigation conclusion: a specific cause for the reported infection could not conclusively be determined through this evaluation. It was reported that the patient experienced pulsatility index (pi) events with low pi values, speed changes, and a decrease in blood pressure. The submitted system controller event log file contained data from (B)(6) 2021 to (B)(6) 2021. There were multiple pi events captured throughout the file. Per design, the pump speed will decrease to the low speed limit during a pi event and slowly ramp back up to the set speed. The pump appeared to operate as intended at the set speed throughout the log file. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) is currently available. Section 1, ¿introduction,¿ lists driveline (dl) infection as an adverse event that may be associated with the use of the heartmate 3 lvas. This section also provides an explanation of each of the pump parameters, including pulsatility index (pi). Under ¿speed¿, this section explains: ¿during a suction event, device speed drops to the ¿low speed limit¿ and then ramps up to the fixed speed unless another pulsatility index (pi) event is detected. If another pi event is detected, the device drops to the ¿low speed limit¿ again and then ramps back up. This cycle repeats as long as pi events are detected. Large changes in speed may indicate an abnormal condition that should be evaluated for cause.¿ under ¿pulsatility index (pi)¿, this section explains: ¿the pi calculation represents cardiac pulsatility. Pi values typically range from 1 to 10. In general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (i.e., the pump is providing less support to the left ventricle). Lower values indicate less ventricular filling and lower pulsatility (i.e., the pump is providing greater support and further unloading the ventricle).¿ section 6 of the IFU also lists infection as a potential late postimplant complication. Several sections of the heartmate 3 IFU provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. Section 6 also states that ¿the patient must always connect to the power module or the mpu for sleeping, or when there is a chance of sleep. A sleeping patient may not hear the system controller alarms.¿ heartmate 3 lvas patient handbook is also currently available. This patient handbook contains precautions and steps that the patient should take when preparing for sleep. This handbook also contains several sections which provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient started on vancomycin and azactam and later changed to linezolid right before discharge. On (B)(6) 2021, the patient underwent a driveline tract exploratory operation with antibiotic irrigation and a wound vac was placed. On (B)(6) 2021 the patient was discharged to rehab with linezolid until (B)(6) 2021 and wound vac to be changed 4-5 days. No additional information was provided.

Manufacturer narrative:
The results method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient was admitted after attending a routine vad clinic appointment. The patient had a draining, grossly purulent wound. The patient stated that the drainage started 2 days ago. The nurses started dressing the site to keep his shirt from getting wet. The patient was noted to be afebrile, no pain at the drainage site and no leukocytosis. The blood and wound culture were taken on (B)(6) 2021 and were pending. A CT (computerized tomography) scan showed small fluid collection with surrounding soft tissue thickening along the driveline. No additional information was provided.